Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and boston scientific pinnacle and coloplast supris suprapubic kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh as implanted concurrently with anterior & posterior colporrhaphy with repair of weakened paravesical fascia and weakened pararectal fascia due to sui, pelvic relaxation, cystocele, rectocele, vaginal vault prolapse. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/13/2013. Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that on (B)(6) 2009 the patient underwent mesh removal due to bunching of mesh and mesh exposure. It was reported that on (B)(6) 2012 the patient underwent mesh removal due to thickening and bunching of mesh and mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent apical vaginal vault prolapse, cystocele, dyspareunia and urinary urgency.